Event description:
The reporter stated that his daughter was admitted to the hosp for symptoms of nausea, where an hemoglobin a1c test gave a result of 14. Readings in memory were high (only 3 readings under 200 for the month of august). Reporter claims that display had been giving results of 145/125 and treatment was based on display results rather than results in memory.